Event description:
The lay user alleged that this one touch ultra meter was reading inaccurately low. The lay user informed the mas that his meter was actually reading inaccurately high the night prior to his call to lfs. He had a reaction when he took insulin based on it. He had rec'd a result of 319 mg/dl on his meter, with no symtpoms experienced at that time. He took his set amount of 9 units of nph (at bedtime) and added 3.8 units of novolog based on the meter result ("around 11:30 pm"). At 3:00 am, he started having convulsions, was bleeding from his head due to that, and also passed out soon after. His spouse called paramedics who came and tested him on their meter with a result in the "low 20s". His spouse has given him a "tube of glucose gel" prior to the paramedics arriving and was placed on IV glucose by the emt. He was not taken to the hosp. At the time of troubleshooting with the customer service agent, it was verified that the subject meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the user did not have control solution and, therefore, a quality control test could not be performed. Although the user did not test at the time of the event, he had taken additional insulin the night before based on the meter result, and rec'd hypoglycemic treatment by the emt for a blood glucose level in the "low 20s". A replacement meter, control soltuion and test strips were sent to the lay user.